Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. When the affected devices were returned to the manufacturer, reportable damage (possible retention of device fragments in the patient's vasculature) was recognized for the first time; therefore, the manufacturer's awareness date is considered the date the devices were returned. The reported corsair pro xs microcatheter and the fielder xt-r guide wire were returned for evaluation. Both devices were stuck to one another and approximately 55mm of the distal fielder xt-r were out of the tip of corsair pro xs. The tip of corsair pro xs was significantly twisted due to excess torquing. At the distal side of the tip of the corsair pro xs, the coil of fielder xt-r was loosened due to accumulation of torsion. Microscopic observation found that the tip of corsair pro xs was twisted off and the polymer jacket of fielder xt-r was torn secondary to loosening of the coil. X-ray observation found that the coil of fielder xt-r under the twisted tip of corsair pro xs was disarranged and loosened but remained in one piece. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torquing manipulation of corsair pro xs had most likely contributed to the reported fusing on fielder xt-r. The tip of corsair pro xs was likely caught and restricted its movement by the lesion. As the tip being hold, applied torque made the tip of corsair pro xs to be twisted and fused on fielder xt-r. It was likely that the distal part of the tip of corsair pro xs was torn off at this point. Further applied torquing manipulation on corsair pro xs made torsion to accumulate on fused fielder xt-r. Consequently, the coil became loosened to tear the polymer jacket. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]. If resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects]. Abrasion of the guide wire coating.

Event description:
It was reported that an asahi corsair pro xs microcatheter was used with an asahi fielder xt-r guide wire in a percutaneous coronary intervention (pci) to treat an unspecified lesion in the left circumflex artery (lcx). After rotating the microcatheter in both directions, it got stuck on the guide wire. Both devices needed to be removed together.